Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 bd q-syte¿ luer access split-septum stand-alone devices were clogged during use. The following information was provided by the initial reporter, translated from chinese: "in ophthalmology, clogging was found during the use of the product."

Event description:
It was reported that 16 bd q-syte¿ luer access split-septum stand-alone devices were clogged during use. The following information was provided by the initial reporter, translated from chinese: "in ophthalmology, clogging was found during the use of the product."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2023 . H6: investigation summary bd received four q-syte closed luer access devices from lot 0088540 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities. Next, the engineer attempted to flush the devices to check for any blockages. Each unit flushed successfully and no clogs were identified. Finally, each q-syte device was disassembled to verify that there was no potential blockage or missing slits in the septum disks. After disassembly and inspection the engineer was unable to identify any possible defects to the device's components that could have caused or contributed to flow issues. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.